Event description:
It was reported that the device had a blinking service wrench and a fault code logged in the memory indicating a critical failure. There was no report of patient involvement with incident.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported issue. Physio replaced the main pcb and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced main pcb and observed, it would not boot a test device and generated a fault code. Failure of ic chip u23 from the main pcb was the root cause of the reported incident.